Event description:
A permanent junctional re-entry tachycardia (pjrt) procedure was performed with the large sweep, livewire tc bi-directional ablation catheter. When the catheter was removed from the pt, the pullwire was observed to be protruding from the distal gray portion of the catheter, proximal to the four recording electrodes and close to the fulcrum point where the catheter bends. The body of the pullwire appeared to coil around on itself, making a small loop about 2 mm in diameter. No adverse pt reaction was noted.